Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a ruptured thoracic aortic aneurysm that measured 100 mm in diameter. It was reported that, approximately eight months post index procedure, the patient experienced a chronic infection and sepsis that lasted for several months due to a complicated aortic graft infection with an esophageal fistula and deglobulisation. Per the investigator, in those cases the fistula is the cause of the stent graft infection, with an esophageal fistula, the esophagus and aorta are ¿in contact¿ and this is why the infection occurred. The physician elected to treat the patient with antibiotics and to implant an anti-migratory esophageal prosthesis. The patient was hospitalized for one month and the event was resolved. The investigator indicated that the event was related to the device and not related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Information references the main component of the system. Other relevant device is: (B)(4).

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.